Event description:
While on site to investigate a report of a leak from the coulter ac*t diff 2 analyzer, a beckman coulter field service engineer (fse) discovered that the instrument was generating white blood cell (wbc) background failures. There was no report of erroneous patient results generated and no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The fse evaluated the instrument and replaced the wbc aperture bath assembly to resolve the wbc background failures. The fse verified the repair as per established procedures and results met published specifications. (B)(4).